Event description:
Dear (B)(4), a customer had a problem with a c1 unit: when he replaced a filter, the unit alerted on tf233004 for a moment and then the tf disappear. We did this: - check autozero valve and listen to the switching - check ffc cable to pressure sensor board proper connection - check connector of the valve to pressure sensor board if properly connected we did all the tests. Please advise if we can send the unit back to work. (B)(4).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause cannot be determined. The allegation in this complaint was confirmed to be a complaint. There was no patient or user harm. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.